Manufacturer narrative:
The pump was returned for evaluation. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption on (B)(6) 2018, followed by a decrease in power consumption, with a subsequent increase in power consumption starting (B)(6) 2018. One hundred high watt alarms have been logged since (B)(6) 2018. Post-explant functional analysis on the returned pump was not possible since the driveline was too short to be able to splice the driveline and then conduct functional testing. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report revealed no evidence of thrombus within the pump, however visual evidence provided by the site revealed thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient experienced arrhythmias and low pump flows in the months prior to the event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed elevated power consumption. The site reported that the patient had experienced arrhythmias with decreased estimated flows in (B)(6) 2018 and (B)(6) 2018 and that they now suspected a pump thrombus. The patient is reported to have received thrombolysis on (B)(6) 2018 and again on (B)(6) 2018. The pump was subsequently exchanged. No further patient complications have been reported as a result of this event.